Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value is unknown. The customer stated that with two reservoirs, she noticed that there was like a plastic bubble on top on the reservoir cap. She put a syringe though the plastic bubble to draw insulin out and put it back into the insulin vial not to waste insulin. Customer declined troubleshooting. Customer used a new reservoir from a different lot number and did not have the bubble issue and did not receive a no delivery alarm.